Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had high blood glucose. Customer stated blood glucose reading in the morning was 400 mg/dl after soccer was 600 mg/dl they changed site and blood glucose was 486 mg/dl. Customer stated had no deliver alarm. Troubleshooting was done for high blood glucose. Customer did not have tubing clamp. Customer will call back to continue the troubleshoot with tubing clamp. Advised customer high blood glucose reading is often caused by infusion set issues. Advised customer to change the entire infusion set every 2-3 days. No further information provided.